Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 6/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 5/13/2016 with the following findings: a review of the pump black box data showed pump reboot events. The returned battery cap was able to attach securely to the pump. The pump powered on normally with no alarms. The " intermittent power¿ complaint was unable to be adequately investigated due to an unresponsive keypad and to an inability to run the 24-hr basal program. The returned battery cap height and width were both within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).